Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the first supplemental report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 13 years) led to the parts on the power supply and igniter unit to deteriorate. The following sentence that was in section h10 on the first supplemental report is being corrected from "the device was inspected before use by biomed on december 30, 2020 and issues were observed" to "the device was inspected before use by biomed on december 30, 2020 and no issues were observed".

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and to update the following sections: d8, e2, e3, g2,g3, g6, h2, h6 and h10. The director at the user facility further reported there were no problems with the loaner. The intended diagnostic procedure was completed with no delays and the same device was used to complete the procedure. There were no patient injuries, infection or medical intervention associated with this event. Additionally, all settings, connections, and cables were checked and found to be both correct and secure. The device was inspected before use by biomed on (B)(6) 2020 and issues were observed.

Manufacturer narrative:
The evaluation found the power supply unit main was damaged and is working intermittently, the igniter board is working intermittently, the main xenon lamp was out of specification and there are minor dents and minor scratches on the external housing. The device was repaired to standard specifications and returned to asset stock. The asset was last service inspected on (B)(6) 2020; no issues were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera ii xenon light source was found to have intermittent power defective power. There was no report of any problems associated with the device and there was no report of patient injury or harm.